Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A site representative reported that shutter 2 failed to open in time during a lasik procedure. The system had to be restarted. The surgery then was continued.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the territory manager (tm) replaced the shutter 2 and shutter control pcb. Visual inspection showed no obvious defects or other obvious damages. System could not reproduce any error message. The system was started several times without issue and all system tests can be performed without deviation. Functional inspection shows the shutter action times are in their specification and also the signal feedback shows no issue and the shutter met specifications. According to the gathered information from the test results, the error was not reproducible during testing and both components show no deviations which can contribute the reported issue. No possible root cause can be identified. (B)(4).